Event description:
It was reported that the patient developed infection and reoccurring cyst at the pocket sites original location. The patient underwent an explant procedure. Additional information was received that the patient was doing well postoperatively and the explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed infection and reoccurring cyst at the ipg pocket site original location. The patient underwent an explant procedure.